Event description:
A malfunction occurred with the pump after the customer was hit with a water balloon. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer service provided pump reset information and assisted in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, and they understood this guidance.